Event description:
Complainant alleged that while attempting to treat a male pt, a "shock advised" prompt for a heart rhythm clinicians believed was non-shockable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.